Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device had an issue of low speaker volume due to speaker dislodged from the rear case. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be speaker being dislodged from the rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had low audio. No additional information is available.